Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging she was unable to test her blood glucose because her onetouch ultramini meter was not powering on. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported prior to the alleged issue she felt nauseated. The patient reported on (B)(6) 2014 at 7am, the alleged issue first occurred. The patient reported using insulin pump therapy to manage her diabetes. The patient reported on (B)(6) 2014 she took her usual medications. The patient reported on (B)(6) 2014 at 7am, she had insulin from her pump, and at 8am a reading of ¿304mg/dl¿ was obtained. At the time of trouble shooting, the cca noted that this was not the first time the meter had been used and there was no misuse of the product. The patient was found to be using the correct test strips. The meter¿s battery did not need to be replaced. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lfs¿ criteria for a serious injury. The patient did not report any blood glucose readings symptoms or treatment which suggests an acute complication of diabetes occurred. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting completed by the cca.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.